Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The "report type" is a product problem; therefore, there were no "outcomes attributed to adverse event". There is a warning in the IFU and patient manual to keep a spare back-up controller available at all times along with instructions outlining the steps for exchange. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the returned device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. The manufacturer has opened an internal investigation to evaluate these types of reported events. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad nurse that "controller fault alarms seen on the controller and verified in the log files". Log files indicate that 19 controller fault alarms have been logged since (B)(6) 2015 on the current controller. The controller was exchanged and no effects on the patient were reported. No further information is available. The investigation is in progress.